Manufacturer narrative:
Reporting institution phone:(B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that the navigation ring responded intermittently. It was reported that there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The pse replaced the front bezel that was equipped with the navigation ring and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
The replaced bezel assembly was returned for internal failure investigation. Visual inspection of the returned bezel did not reveal any physical damage. The bezel assembly was tested, the failure was not confirmed. The product investigation lab (pil) found nav-ring adjusts settings up and down. Power, battery, and alarm led¿s function. The accept button functions as designed. The power will shut down using the power button and touchscreen. Also using the power button and accept button. No issues were found with the bezel.